Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The door switch was adjusted and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the gantry door showed open even when it was fully closed. Motion calibrations did not work or show any movement. A different imaging system was used to finish the case. There was a reported delay of less than one hour and no reported impact to patient outcome.